Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The rondo 3 war received at s_r and a cracked housing was found as well as a leaking battery.

Event description:
The rondo 3 was received at s_r and a cracked housing was found as well as a leaking battery.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a damaged housing and a leaking battery was detected. The electrolyte corroded the silicone sleeve of the battery and damaged the circuit board. The damage was most likely caused by strong mechanical stress. There have been no reports of patient injury from contact with leaking electrolyte. This is a final report.